Manufacturer narrative:
(B)(4). Batch # m92j5n. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. A batch history record review was performed, and a protocols was created during the manufacturing of this batch but was not related to the event description. Additionally no defects or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a colectomy the device did not work, don't know if an error message appear. They have changed the gen11 but the problem was the same. Another hand piece was used to complete the case. No patient consequences.